Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was inadvertantly programmed to monitor only during a medical procedure. The patient left the hospital with the device in monitor only. The patient returned to the hospital and the device was reprogrammed. No adverse patient effects were reported.